Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The result from the meter was 5.2 inr and the result from a laboratory using dade innovin reagent was 3.8 inr. The therapeutic range was 2.5 inr - 3.5 inr. The patient has apa syndrome.